Manufacturer narrative:
The pod arrived not deployed in pod state 15 with 33 pulses delivered, completing first and second prime earlier than expected due to rotational sensor malfunctions present in the original data. Because the pod completed priming too early, the ratchet gear did not rotate enough to deploy the pod. Rotational sensor malfunctions were observed in the rerun data as well. Commutator cap contamination was observed upon inspection under magnification. The commutator cap contamination can be confirmed as the cause of the rotational sensor abnormalities and reported needle failing to deploy.

Event description:
It was reported by the patient that the needle did not deploy when the pod was activated, indicating a needle mechanism failure. The pod was not worn. The patient¿s blood glucose level rose to 128 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: ap3a.240905.015.a2.a166u1ues3byf4 hardware: sm-a166u1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.